Event description:
On 07/24/2025, a sales representative reported via (B)(4) that an ar-2324kbcc biocomposite knotless swivelock® anchor had the entire knotless mechanism pop out of the anchor as a failure. This occurred during a case. The anchor body itself is still in the patient, but the knotless mechanism is not a part of the anchor at all, the suture was retrieved. This was an older patient with decent bone quality.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.